Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis and patient death occurred. The physician implanted a 3.00x32mm taxus express2 drug eluting stent in the proximal right coronary artery (rca). Approximately one year later, the patient presented with a thrombosis in the 3.00x32mm taxus stent. The physician treated the thrombosis with bare metal stents (unknown size/type). After treatment for the thrombosis, the patient had to stay in the hospital due to other comorbidities unrelated to the taxus stent. The patient was sent for stomach surgery and died. The patient had stopped taking plavix after one year. The cause of death is unknown. Further information was requested but was unavailable.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.